Event description:
It was reported that when the device was interrogated in the clinic, backup vvi mode was observed. Several attempts were made to restore the device to normal operation but were unsuccessful. The device was later explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.